Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 13. Details of surgery: sinus augmentation. On (B)(6) 2024 , loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, bleeding and fistula. No further patient complications were reported.